Event description:
It was reported that there was an inverted image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: image upside down probable root cause: cables hdmi cables connectors digital board power supply filter / fuse ac inlet board main board transition board intermittence between transition board and ch connector software camera head coupler problem toggling light source connected monitors leaking poor grounding no/incorrect communication with light source soaking cap disconnection during sterilization electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge cybersecurity attack pendulum ch inertial measurement unit (imu) incident light from surgical scene is reflected by coupler/ch window use error the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was an inverted image.